Event description:
A report was received that a pt was having difficulty charging his ipg. After a troubleshooting attempt was made and was unsuccessful, the pt's physician recommended the ipg be replaced.